Manufacturer narrative:
(B)(4). Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the cartridge/handpiece combination used. The product investigation could not identify a root cause. A healthcare professional reported that the lab results indicated staphylococcus.

Event description:
A certified surgical technician reported endophthalmitis following an intraocular lens (iol) implant procedure. The lab results indicated staphylococcus.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
Additional information provided.